Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, g.2, h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases and two curved openings. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two curved striated openings, wear abrasion and stress marks. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.